Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by communication failure. A technical support specialist inspected the station and reinstalled the hl7 and messages to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had issues with cr integration, label printing and scanner and drawers. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.